Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During evaluation, the fse confirmed the error. Fse found that the sampling assembly had resistance in the front to back movement without power to the screen. Fse checked the asm board that the end limit sensor for the front to back movement of the sampling assembly and they were functioning correctly. Fse then cleaned both the sampling assembly guiderails leaving the component to move easily. Fse then turned on the screen and the sampling assembly went into home position without any errors. Fse replaced the bent sampling probe. Fse then completely powered off the instrument and restarted the instrument with success. Fse then ran patient samples with acceptable chromatograms. Fse then performed calibration and quality controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 09-oct-2017 through aware date 09-nov-2018. There were no similar complaints including this complaint identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting states the following: error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 709 y1-axis error: an abnormality occurred in the operation error in the y1-axis. If this occurs, inspect the y1-axis. Then, execute smp.reset. The most probable cause of the reported event was a bent sample needle and dirty sampling assembly.

Event description:
A customer reported getting a 709 y-axis error message on the g8 instrument. Technical support (ts) troubleshooted and found that the sample needle was bent. The customer was able to remove the bent sample needle but was unable to install the replacement sample needle. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.